Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. No adverse patient effects were reported. The ra lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection with sepsis and erosion were known inherent risk of device. Analysis of the returned product was not able to provide relevant information for infection-related allegations. This supplemental report is being filed to correct the b5: description of the event; d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; h3: device eval by manufacturer; h6: patient code; and h11: additional MFR narrative.

Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. No adverse patient effects were reported. The ra lead was explanted. Additional information indicated that the system was explanted due to systemic infection and pocket erosion. Furthermore, the explanted system was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. No adverse patient effects were reported. The ra lead was explanted. Additional information indicated that the system was explanted due to systemic infection and pocket erosion. Furthermore, the explanted system was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: description of the event; d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; h3: device eval by manufacturer; h6: patient code; and h11: additional MFR narrative.